Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer indicated they experienced symptoms desscribed as "couldn't breathe, seeing stars not clear" and was unable to self-treat. The customer was seen by a healthcare professional who obtained a laboratory result of "600 plus" and administered insulin and saline via IV for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a low reading issue with the adc device. The customer indicated they experienced symptoms described as "couldn't breathe, seeing stars not clear" and was unable to self-treat. The customer was seen by a healthcare professional who obtained a laboratory result of "600 plus" and administered insulin and saline via IV for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Watermark was not observed at the base of the sensor tail. The sensor was de-cased and perform visual inspection on pcba (printed circuit board assembly), no issues were observed. Batteries were tested and all results were within specification. The current was applied to the sensor to perform smu (source measurement unit) testing while in the test fixture. A smu (source measurement unit) test was performed to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.